Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the implantable cardioverter defibrillator was removed prophylactically and replaced following the advisory notification. The pacemaker dependent patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.